Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly dislodged and fell out of the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one tri-funnel replacement gastrostomy tube 20fr was returned for evaluation. Functional evaluations were performed. The investigation is unconfirmed for defective balloon, as the device functioned properly under laboratory conditions and the observed circumferential stretching could have been caused by the balloon being over pressurized. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include patient tampering, balloon not properly inflated, and balloon damage due to over-pressurization.

Event description:
It was reported that the catheter allegedly dislodged and fell out of the patient. There was no reported patient injury.